Manufacturer narrative:
Device details were not confirmed as of the date of this report. This report is submitted march 5, 2019.

Event description:
Per the clinic, the patient experienced a skin flap necrosis. Subsequently, the patient underwent revision surgery to debride the skin flap and was administered oral and IV antibiotics in (B)(6) 2018. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device on (B)(6) 2019.